Manufacturer narrative:
(B)(4). The device was not returned to (B)(4) therefore no evaluation was performed. The assignable cause for the reported issue was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device will not be returned to the us for evaluation. Should additional information become available, a follow up report will be submitted. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
On (B)(6) 2010, a call was received from a (B)(6) family requesting pick up of supplies as the (B)(6) female patient had expired. On an unknown date, the patient began dianeal unknown therapy. The cause of death and the causality were not reported. During a follow up call on (B)(6) 2010, the physician provided additional information: patient reportedly expired due to cardiac failure. On (B)(6) 2006, the patient began dianeal-n pd-4 1.5 therapy. On (B)(6) 2010, she died due to cardiac failure. She was treated with an unspecified medication for the fatal event. Dianeal n therapy was ongoing until the time of death without any problems. The physician considered that the fatal event was not related to dianeal n therapy since it was due to her advanced age and the medical history of cardiac failure. Further information is not available.